Manufacturer narrative:
Investigation summary: a visual inspection revealed that the tissue welder was received inside the cannula. The jaws were burnt and the silicon on the cold boot tip had detached. The devices were very bloody. A functional test was performed sliding the c-ring in and out with the tool inside the cannula, and sliding the tool in and out of the cannula. The c-ring did not pop out, and the device performed as expected. Therefore, the complaint for "c-ring popped out" could not be reproduced or confirmed. Based upon the visual observations, the complaint for "jaw boot insulation broke off" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, the vasoview hemopro c-ring kept popping out of the cannula tip when they extended out the hemopro to ligate a branch. They had to hold the c-ring with a finger on the bottom to keep it in throughout the case. Also, on one side of the jaws, a piece of insulation broke off and fell into the pt's leg towards the end of the procedure. They were able to retrieve the piece through the original incision, using the hemopro jaws. There were no other pt effects and the case was completed using the original device. The product was returned.